Manufacturer narrative:
B3: month and year are known, day is unknown. It was reported that delivery rate too low and issue could not be duplicated. The pump was found to be delivering properly and within specification the cause of the reported issue was unable to be determined at the time of investigation. No further action will be taken. Passing functional and accuracy testing results.

Event description:
It was reported that delivery rate too low. There was no reported patient involvement.